Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level (bg) of 42 mg/dl. Reportedly, the customer entered the intended bolus value into the pump but did not consume as much food as they intended to. Customer consumed glucose tablets to address the low bg.